Event description:
Paramedics responded to a person, condition unknown. The patient was connected to the device for monitoring while being transported to the hospital ER. The patient was monitored with the spo2, nibp and etco2 functions of the device. According to the reporter, each time they attempted to use trending, the device shut down. Power was cycled and the patient was transported without using trending. No adverse affects to the patient were reported as a result of the alleged malfunction.